Event description:
It was reported that the patient went to an emergency room (ER) due to multiple shocks. Upon interrogation, the episode that was not retrievable had the data showing the shocks received; therefore, it is not known whether the shocks were appropriate or inappropriate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.